Manufacturer narrative:
H3: product analysis found that there was no fault found. H6: previously applied codes of fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4) h6: fdm: b17, fdr: c20 and img code: g02030 are for product ID: nim4cm01. Manufacturing date: 2022-11-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure, the nim vital was turned on and the procedure was selected in the normal fashion. The pi was in the charging cradle and connected by cord when the system was powered on. Upon removal of the pi from the cradle at the appropriate time, a pi fault error was displayed. The error would not clear with the return of the pi to the charging cradleor in response to rebooting the console. The console working with other patient interface. The procedure was delayed by 10 minutes and a nim 3.0 system was then retrieved to complete the case. There was no patient injury.